Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90.7% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead, resulting in early implantable pulse generator (ipg) battery depletion. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event. Pli 10 was returned.